Event description:
Pt was extremely obese. When shocks were administered the physical reaction caused the "plug" to come out the first time and after the incident was completed, staff found wire pulled out. Staff noted that the plastic keeper did not snap into place but needed to be pushed down to lock to cable.